Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review could not be performed since no material number was provided. The DHR review could not be performed without a lot number. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a patient called in to trouble shoot their pure wick. Rep set up the pure wick and check the power cord, canister, lid and made sure the tubing and elbow pieces were in place. The pure wick failed the water test. The patient recently purchased an accessory within the last 60 days. Patientâ¿¿s warranty is still active. I put in a pu/ex to send out a replacement pure wick and a st was put in. No additional information provided. Troubleshooting did not resolved the issue.